Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that prior to implanting the right ventricular (rv) lead, the helix would not retract all the way. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.